Event description:
It was reported that the balloon leaked and the foley catheter came off just after placement. It seemed like the valve looked broken and there was no balloon rupture or tear.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the balloon leaked and the foley catheter came off just after placement. It seemed like the valve looked broken and there was no balloon rupture or tear. Per follow up via ibc on 20jul2022, there were no visible damages of defects were observed to the valve or balloon area upon checking the returned sample.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product was used for patient treatment or diagnosis. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used 2-way silicone foley. Visual inspection of the sample noted that the balloon was partially inflated upon receipt. The balloon was passively deflated without cuffing or issue. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and did not leak. The balloon rested for 30 minutes without leaks and passively deflated without issue or cuffing, returning 10ml of solution. A potential root cause for this reported failure could be ¿tooling damaged (core pins)¿. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings]. 1. Method for use. (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients ·patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications]. 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]. 2. Applicable patients. Patients with known allergy to silver coated catheter". H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated.